Event description:
Caller reported a cgm error 42 related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer gave permission for the call to be transferred to technical support with the nurse but the call faced multiple disconnections due to tech issues. Efforts to follow up continued but experienced similar disruptions. No additional information regarding the outcome of the event was received.